Event description:
During the atrial fibrillation procedure, when the sheath was inserted from the groin and aspiration was performed using a syringe from the side port before inserting the catheter, a large amount of air was aspirated. When the physician pressed the hemostasis valve with his finger and aspirated again, only the blood was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.